Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain/loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), fungal infection ("15 yeast infections in one year"), weight increased ("weight gain") and back pain ("pain lower back"). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2018). At the time of the report, the pelvic pain, abdominal pain, dyspareunia and abdominal pain lower had not resolved and the dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, fungal infection, migraine, headache, nausea, weight fluctuation, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fungal infection, headache, migraine, nausea, pelvic pain, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Anticipated or scheduled date: (B)(6) 2018. Reason(s) for removal: unwanted side effects and complications with essure implants. Plaintiff still suffers from the mentioned symptoms and is currently investigating her options for-removal of the essure® devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, cyst on right ovary. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received- reporter information, other relevant history, new events- dysmenorrhea (cramping), infection (bladder), infection urinary tract, infection vaginal, 15 yeast infections in one year, migraines, headaches, nausea, weight gain/loss, weight gain, pain lower back were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine since 5-apr-2016, ferrous sulfate and olanzapine. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain/loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") and fungal infection ("15 yeast infections in one year"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), weight increased ("weight gain") and back pain ("pain lower back"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the abdominal pain and back pain had resolved, the dyspareunia and abdominal pain lower had not resolved and the dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, fungal infection, migraine, headache, nausea, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fungal infection, headache, migraine, nausea, pelvic pain, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Anticipated or scheduled date: (B)(6) 2018. Reason(s) for removal: unwanted side effects and complications with essure implants. Plaintiff still suffers from the mentioned symptoms and is currently investigating her options for-removal of the essure® devices. Bilateral salpingectomy done on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, cyst on right ovary. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received; event outcomes pelvic pain, abdominal pain, back pain updated. Concomitant & historical drugs, conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine since (B)(6)2016, ferrous sulfate and olanzapine. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain/loss"). In september 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In september 2014, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") and fungal infection ("15 yeast infections in one year"). In september 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), weight increased ("weight gain") and back pain ("pain lower back"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the abdominal pain and back pain had resolved, the dyspareunia and abdominal pain lower had not resolved and the dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, fungal infection, migraine, headache, nausea, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fungal infection, headache, migraine, nausea, pelvic pain, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes anticipated or scheduled date: (B)(6)2018 reason(s) for removal: unwanted side effects and complications with essure implants. Plaintiff still suffers from the mentioned symptoms and is currently investigating her options for-removal of the essure® devices. Bilateral salpingectomy done on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6)-2012: total bilateral occlusion, cyst on right ovary quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.